Event description:
During product evaluation by a baxter service technician, an infusor pump was found to have a broken pusher block. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated by a baxter service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of a broken pusher block is unknown. No repairs have been performed at this time. If any additional information is received, a follow up MDR will be sent. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.